Event description:
It was reported that a broken plate was explanted due to non union. The break in the plate was along the original fracture line. The plate was replaced with a long trochanteric fixation (tfn). (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number that was provided does not correspond with the reported catalog number therefore a device history record review could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.